Event description:
During a follow up phone call, baxter product surveillance was notified that the pt has developed peritonitis. The rn at the facility feels this peritonitis is related to the pt's technique of bathing - sitting in the bathtub. The culture revealed the pt has staph aureus mersa. The effluent was cloudy in 2005 & hazy 8 days later. The pt has been treated as follows: vancomycin 2g ip 8 days ago and ceftazidime 1g ip. The pt was also given vancomycin 2g ip 2 days later. The pt was then transfered to hemodialysis and was given two additional doses of vancomycin (dates not known). This pt has also had surgery for a prolapsed rectum due to bowel issues of constipation and diarrea. The pt is also taking insulin, phoslo, and prevasid (dosages unknown). The pt had lab testing done results not given. The following day the nurse stated the pt had not recovered from the peritonitis.